Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. The customer reported that they noticed battery was getting weak and decided to put new battery in and got failed battery test. Customer received failed battery test even after inserting new battery. The insulin pump will not be returned for analysis.